Event description:
It was reported that unspecified amount of the bd insyte¿ autoguard¿ bc shielded IV catheter experienced needle retraction failure. The following information was provided by the initial reporter: having issues with bd jelco, seems to be lot #3166524, staff stating they are not locking.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that unspecified amount of the bd insyte¿ autoguard¿ bc shielded IV catheter experienced needle retraction failure. The following information was provided by the initial reporter: having issues with bd jelco, seems to be lot #3166524, staff stating they are not locking.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.